Event description:
It was reported that a patient was online and saw that other people have had ¿this problem¿ (refer to manufacturer report # 3004209178-2014-13977 for the known patient¿s problem) which was referring to patient¿s stomachs ¿busting¿ open. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).